Event description:
Caller reported malfunction on pump with audible alerts. There was no adverse impact to customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.